Manufacturer narrative:
According to the complainant, the device is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, a fluid loss alarm was received during the seal integrity check, and a cervical leak was observed. A second tenaculum was added and the procedure was resumed. Two additional fluid loss alarms were received approximately three minutes into the ablation phase. A cervical leak was again observed. The physician reported no burn was sustained. The procedure was successfully completed with another genesys hydrothermablation procerva procedure set. There were no patient complications reported, and the patient's condition at the conclusion of the procedure was reported to be "fine."